Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high out of range shock impedance values. It was noted this ICD had migrated under the left breast. This was the second time this ICD had migrated. Technical services (ts) discussed that the migration could influence the sharp rise in shock impedance. Ts recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The ICD migrated about a year ago. The field planned to continue to monitor the device migration. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high out of range shock impedance values. It was noted this ICD had migrated under the left breast. This was the second time this ICD had migrated. Technical services (ts) discussed that the migration could influence the sharp rise in shock impedance. Ts recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.